Manufacturer narrative:
Follow-up # 1: date of submission 10/27/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 10/09/2015 with the following findings: a review of the pump black box data revealed multiple pump reboots. The returned battery cap secured properly to the pump, and a power loss was not observed. The battery cap contact dimensions measured within specifications. The battery compartment was observed to have a crack at the battery compartment thread area. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump was opened and there were no defects or moisture found internally. Unrelated to the original complaint, there was evidence of moisture inside the battery compartment. A leak test was performed and failed indicating a battery compartment leak. Additionally, the pump powered up to dim and discolored display.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.